Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device was returned to the manufacturer for analysis. A visual examination of the returned device found the stent fully deployed from the delivery system. Stent damage and sheath kinking/accordion damage was also noted. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 19dec2023. It was reported that the stent was difficult to position. The 70% stenosed target lesion was located in the biliary tract. The patient showed space occupying lesion of pancreas, pancreatic cancer, obstructive jaundice, hypertension. Percutaneous biliary stent implantation was performed as they were in a supine position. A 0.035 non-bsc guidewire and 6f long sheath were selected for the procedure and a 8x60x75/ 6f reduced profile wallstent was advanced for implanting. When the stent reached an unrecoverable point, it was stuck and could not deploy. The stent fully reconstrained by sheath, and the guidewire and stent system were removed outside the body. The procedure was completed with a different device. There were complications reported and the patient was in a stable condition. However, returned device analysis revealed the stent fully deployed from the delivery system. Stent damage and sheath kinking/accordion damage was also noted.